Event description:
Patient reported obtaining elevated blood glucose results (~500mg/dl), while using the suspect device. Based on elevated results, patient reportedly scheduled a doctor's appointment. Patient stated that on the morning of the appointment, her blood fasting blood glucose measured 318 md/dl. Patient stated that she retested 30 mins later, after eating, and obtained a result of 103mg/dl. 2 hours later, patient's blood glucose reportedly measured 170mg/dl, on physician's blood glucose monitor. Patient was advised to double dosage of her oral diabetic medication. No patient injury was reported. Quality control testing has not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.